Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.120 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The communication screw was tightened and the ground resistance test subsequently passed at 0.051ohm. Probable cause was determined to be a loose communication screw. Reference to complaint#: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the pump failed the ground resistance test, measuring 0.120 ohm, which exceeds the acceptance criterion of < 0.1 ohm. The failure mode was confirmed. The communication screw was tightened and the ground resistance test subsequently passed at 0.051ohm. Probable cause was determined to be a loose communication screw. No patient involvement was reported.